Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
Onset date was reported as (B)(6) 2023, when the patient presented with a tender scalp and a small area of dehiscence. On (B)(6) 2023, the patient underwent debridement of the incision site. On (B)(6) 2023 the patient underwent a second incisional debridement and explant of the rns neurostimulator and leads. Treatment included 6 weeks of oral antibiotics. The patient has recovered, and the incision is intact. This was diagnosed as a subgaleal space infection.